Event description:
Note: this MFR report pertains to the first of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-06725 and 3005099803-2008-06726 for a description of the other devices. It was reported to boston scientific corporation that the guide wire of an endovive safety peg kit would not fit through the feeding tube during a peg placement procedure performed in 2008. According to the complainant, the procedure was completed with a different device (unk product and manufacturer). There were no pt complications reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported as "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.